Event description:
It was reported that during a scheduled implant procedure on (B)(6) 2019, when the lead was advanced over a whisper wire and through a guide sheath into the targeted branch of the coronary sinus and after the lead was positioned and the whisper wire was withdrawn, the physician attempted to slit the guide sheath and lead appeared to slightly pullback within the target vessel. The physician attempted to reposition but was unable to advance the whisper wire to the distal portion of the lead. After multiple attempts to advance a stylet or wire through the lumen of lead failed, the physician decided to replace the lead. The lead was examined outside of the body, but no visual abnormalities could be identified. The lead was flushed with normal saline outside of the patient¿s body multiple times but attempts to advance a wire or stylet were all unsuccessful. The new lead was advanced through the guide sheath and over the whisper wire into the target vessel without further difficulty. The patient tolerated the procedure well and did not experience any adverse event before, during or after the procedure.

Manufacturer narrative:
Analysis was normal. The cause of the reported event ¿unable to advance the whisper wire to the distal portion of the lead¿ was isolated to the inner coil clogged with blood. The s-curve hump height was measured within specifications.